Event description:
We received an allegation of questionable inr results for a customer with coaguchek inrange. The customer's therapeutic range is 2.5-3.5 inr. It was reported that the patient has been using cc inrange for several years and decided to put the strips in the fridge because of high temperatures (around 30°c in the customer's house). On (B)(6) 2024 the patient received a result of 6.2 inr on the meter with a refrigerated strip. Some minutes later and using another finger, the patient received a result of 4.5 inr from the meter with strip left at room temperature. On (B)(6) 2024 the patient received a result of >8 inr on the meter with a refrigerated strip. One hour later and using a new finger, the patient received a result of 5.2 inr from the meter with strip left at room temperature.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The product has not been received foir further investigaiton at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.